Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure a pre-imaging transesophageal echocardiography (tee) was done and there was no clot noted. The patient stopped taking eliquis for unknown reasons and was just on aspirin. The procedure went well, and tee was being used. As the watchman closure device was being advanced within the was, a clot was noted in the laa. The was sheath could not be risked being taken out in case of accidentally causing the clot to become mobile. The closure device was lined up to the distal marker bands and the physician deployed the closure device. There was no need to recapture, and the clot appeared trapped behind the closure device with no leak and complete closure. The closure device met position, anchor, seal and size (pass) criteria and was released. The patient was discharged the next morning according to the hospital normal protocol. There were no negative events at any point during or after the procedure. The patient is fully recovered.